Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event. Device not returned to manufacturer

Event description:
The complaint involved a patient who underwent a revision surgery on (B)(6) 2016. The original surgery is dated (B)(6) 2015. The revision surgery was due to patient infection. During the revision, the omni ps-c insert, size 2 x14mm and retaining bolt were replaced with a ps-r insert size 2 x18mm and a retaining bolt.